Event description:
Additional information was received from the area representative indicating it was unknown if patient manipulation or trauma contributed to the reported high lead impedance. Programming history was not available for review to indicate a good point of impedance. Moreover, it was unknown if x-rays were still available for review at the hospital. Attempts for further information have been unsuccessful to date.

Event description:
It was reported through the review of patient's programming history that high impedance was found at a follow-up appointment. At the moment good faith attempts to obtain further information regarding the event have been unsuccessful to date.

Event description:
Additional information was communicated to a company representative by a nurse that a vns patient presented a lead discontinuity two years ago. Further information surrounding the event was not available at the time of the initial report. Good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.